Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
It was reported that a loss of connection occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charges and boot up: passed. Perform paring\calibration\performance\range test: passed. Test on receiver functional test station: passed all relevant testing. Download rx log and perform review of the rx log and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.